Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: impella cp with smart assist catheter insertion, section: axillary insertion of the impella cp with smart assist catheter, section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported that a st-segment elevation myocardial infarction patient coded upon arrival to the lab, return of spontaneous circulation was achieved and decision made for impella cp placement. During support it was noted that the impella was measuring deep on echocardiogram (echo), however, interventional cardiologist did not wish to reposition at that time. The rep spoke to physician about a new potential thrombus or infection attached to cp in left ventricle on echo. Additionally, the patient coded however return of spontaneous circulation was achieved. The patient was reintubated during code- ventricular fibrillation arrest. Echo showed cp deep and physician was guided through repositioning with echo. It was noted that medical doctor thinks heparin-induced thrombocytopenia. Was the cause for the small thrombus that has appeared on the cannula in addition was unsure if the impella was tickling in the ventricle. Ultimately the doctor wanted the cp removed. The cp was weaned and successfully explanted. The patient remained stable and survived.